Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that a piece of plastic from railings wedging the drawer tight. The field service engineer manually opened drawer from back panel and recovered plastic piece and replaced rail to resolve. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation es system drawer was failed and not detected on bus. The customer added that the user was able to retrieve medication from other station. However, there were no adverse events or injuries reported based on this event.